Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The customer has indicated the device will be returned for evaluation; however the device has not been provided at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the suture broke during use with no significant delay to surgery. The surgery was completed with another device without further issue. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed via visual examination of the returned device as well as photography. The needle is not attached to the suture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the suture which connected with the needle was pulled off easily from the needle when the surgeon pulled the suture. Therefore, the surgeon used an alternative same product to complete the surgery without any significant delay to surgery. Attempts to obtain additional information have been made; however, no more is available.